Event description:
Reporter noted a posterior capsule tear occurred during procedure. Anterior vitrector wouldn't work. Patient was transferred to another facility to complete case. Cancelled rest of cases.